Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The physician explanted the system and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8120-70 serial # (B)(4) description: artisan 2x8 surgical lead - 70 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.